Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on (B)(6) 2025, the patient underwent a tka surgery for osteoarthritis of the left knee. When the surgeon used the attune femoral introducer and attempted to insert an implant (attune femoral component), the handle (the red part) for clamping was stuck, and the attune femoral introducer was unable to grasp the implant. Due to time limitations imposed by the use of bone cement, the surgeon abandoned the use of the attune femoral introducer and inserted the implant manually. The surgery was completed successfully with no surgical delay. When in use, the clamp part (grasping part) was fully open, so it is believed that it had been sterilized in the fully open state. A male surgeon also tried turning the handle (the red part) up and down, but replied, "it doesn't budge." The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device only exhibits signs of normal use. A functional evaluation was performed manually and was not able to replicate the report jammed/unable to assemble conditions due to all subcomponents worked as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune femoral introducer would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a tka surgery for osteoarthritis of the left knee. When the surgeon used the attune femoral introducer and attempted to insert an implant (attune femoral component), the handle (the red part) for clamping was stuck, and the attune femoral introducer was unable to grasp the implant. Due to time limitations imposed by the use of bone cement, the surgeon abandoned the use of the attune femoral introducer and inserted the implant manually. The surgery was completed successfully with no surgical delay. When in use, the clamp part (grasping part) was fully open, so it is believed that it had been sterilized in the fully open state. A male surgeon also tried turning the handle (the red part) up and down, but replied, "it doesn't budge." No further information is available.